Manufacturer narrative:
An event regarding pain and difficulty ambulating involving a triathlon ps fem component, cemented was reported. The event was confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. A review of the provided medical records by a clinical consultant indicated, ¿reflex sympathetic dystrophy, pes anserine bursitis, and low back pain may be responsible for her persistent knee pain¿. Furthermore, ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials related to the left total knee arthroplasty components are responsible for the clinical situation described in the event description.¿ the following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-300, triathlon prim tib baseplate ¿ cemented, lot code: askt. Cat. No.: 5532-g-311, triathlon ps x3 tibial insert, lot code: mjt0vp. Cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: d4h2. Cat. No.: 5575-x-000, triathlon fix. Peg 2 per pk, lot code: s4cjn. Cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: dfr016. Cat. No.: 6192-1-001, simplex p speedset full dose 1 pack, lot code: dfs010.

Event description:
It was reported that the patient cannot walk without cane, walker, or wheelchair. Patient needs some kind of assisted walking device. Patient has pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that the patient cannot walk without cane, walker, or wheelchair. Patient needs some kind of assisted walking device. Patient has pain.